Event description:
Dealer alleged that the manifold valve stuck/leaking. Per independent repair center statement the unit was alarming low o2 or yellow light. The key failure was the manifold stuck/leaking. Additional items replaced was the manifold zip tie and the manifold hose clamp.